Manufacturer narrative:
Product return evaluation: the returned device was determined to be consistent with the product listed within the complaint by means of labelling and device features. The gore® viabahn® endoprosthesis was returned with the endoprosthesis partially expanded. Approximately 0.4 cm at the distal tip and mounted on the delivery system catheter. The deployment line was observed to be broken with approximately 6 cm attached at the endoprosthesis. A zipper fiber was observed to be looped over a distal apex at the turnaround. Deployment could not be completed with traction at the hub as the line was broken at the endoprosthesis, and therefore, inaccessible at the deployment port of the hub assembly. Deployment was able to continue with traction at the endoprosthesis after the observed zipper fiber loop was released from the distal strut. The root cause of the broken deployment line could not be determined with the available information. Although a looped zipper fiber on a distal strut may be associated with increased deployment force leading to broken deployment line, the timing of the loop formation cannot be determined with available information.

Event description:
On (B)(6) 2023, a patient underwent treatment for occlusion in the cephalic vein using a 13 mm x 5 cm (120 cm catheter) gore® viabahn® endoprosthesis (viabahn device). It was reported the physician accessed the patient via the right groin over an unknown brand and size guide wire and through a 10f cordis sheath. Reportedly the delivery catheter advanced to the target treatment site without any issues. Upon deployment, the knob was twisted and pulled, and the deployment line broke. The physician attempted to use hemostats to pull the line and deploy the stent-graft, but it was not successful. The delivery system catheter was withdrawn through the sheath with the stent-graft still attached with some device expansion at the distal tip. It was reported there were no fragments left in the patient. The physician does not have any suspicions as to why the deployment line broke. The procedure was completed successfully using a different 13 mm x 5 cm viabahn device. It was reported there was no impact to the patient.

Manufacturer narrative:
A review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.